Manufacturer narrative:
Follow-up #2; date of submission: 08/17/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/23/2015 with the following findings: several cs-078 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the black box data. Visual inspection revealed that the battery compartment was cracked from the threads to the grip pad. A battery cap was not returned with the pump; a test battery cap was used during the analysis. During an attempt to perform the rewind step, the delivery piston failed to move and the pump displayed a cs-078 'call service alarm': the reported issue was duplicated. The pump case was removed, and evidence of moisture damage was found on the printed circuit board; this device failure caused the reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.